Event description:
Customer reported, the lateral to ap lock is broken. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the brake assembly. System operates as intended. (B)(4).